Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act, up and down buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer also indicated that the act button and the up and down arrow buttons are very hard to press. Customer does not recall any significant events leading to the error., except that she was delivering a bolus at the time. Customer's blood glucose was 205 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.